Manufacturer narrative:
The harmonic ace curved shears instrument has not been returned to isi for failure analysis evaluation, therefore the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, a fragment from the harmonic ace curved shears instrument allegedly broke and fell inside the patient. The fragment was reported to have been retrieved with no patient harm, adverse outcome or injury. However, it is unknown what caused the fragment to break off and fall inside the patient.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace curved shears instrument was used for approximately 30 minutes prior to a release pressure warning message being displayed. After the message was displayed, the surgeon released the instrument and one of the instrument tips immediately broke and fell off inside the patient. The surgeon recovered the broken tip immediately and another harmonic ace curved shears instrument was opened and used to successfully complete the procedure. There was no report of patient harm, adverse outcome, or injury.